Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was prophylactic. The patient was stable and asymptomatic.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header. Electrical testing and longevity assessment found that the device was in the normal range of operation with appropriate remaining longevity.